Event description:
On (B)(6) 2009, the pt was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2012, the pt was admitted to the hospital for management of a thoracoabdominal aortic aneurysm complicated by ischemic colitis. On (B)(6) 2012, the pt was reportedly identified with a complicated type b dissection, complete occlusion of the distal true b dissection, complete occlusion of the distal true lumen, a collapsed and thrombosed infrarenal excluder stent graft, severe ischemic colitis and acute mesenteric ischemia, pneumatosis intestinalis, thrombosis of the superior mesenteric artery (sma), occlusion of the proximal celiac axis, and a difficult aortic arch. An open procedure was performed the same day to explant the excluder devices. During the procedure, the small bowel was noted to be very ischemic with multiple islands of gangrenous bowel with irreversible ischemia. After removal of the devices, it was reported an extensive dissection flap with occlusion of the origins of the celiac and sma was identified in the paravisceral aorta. The intima was completely removed flush to the level of the supraceliac aortic clamp, and the infrarenal aorta was debrided. The flow was reportedly restored to lower extremities with an excellent palpable femoral pulse and good signals to both feet. It was reported that despite revascularization and an excellent pulse in the sma, most of the entire bowel had irreversible ischemia. The bowels were reportedly packed back into the pt for a temporary abdominal closure. The pt was later returned to the operating room on (B)(6) 2012, and necrotic bowel was found. Palliative care was reportedly initiated, and the pt was extubated. On (B)(6) 2012, the pt expired reportedly due to bowel ischemia. Additional info has been requested.

Manufacturer narrative:
Additional devices implanted and involved in this event: pxl161407/06493839, pxc141400/06604704.